Manufacturer narrative:
H3/h6: no product was returned for analysis. Therefore, the investigation is unable to confirm the complaint. Based on the review of the service history and information provided from the customer, the investigation was unable to determine a probable cause. The event history log was not provided. No previous repairs were noted within the last 12 months.

Manufacturer narrative:
B3: unknown. H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited a watchdog failure. There was unknown patient involvement.